Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient lost therapy due to high impedances. As such, surgical intervention took place on (B)(6) 2019 wherein the lead was explanted and replaced with a new lead. Reportedly, therapy was restored post operatively.

Manufacturer narrative:
The report event of high impedance was confirmed. As received, visual inspection showed the returned lead was high impedance due to the returned lead found all internal wires were broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use.